Event description:
Medtronic received information that four years following the implant of this transcatheter bioprosthetic valve, a type 1 stent fracture was noted via cxr. No intervention was performed. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the valve remains implanted and therefore, has not been returned to medtronic. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
Following submission of the initial medwatch report, medtronic received additional information that the event date was incorrect. The correct event date is reflected on this supplemental report. No additional changes have been made. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.